Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Representative samples were returned for evaluation. During the visual inspection of the samples, no defects were found on the package. The sample was opened and the swage and attachment area were as expected; also, the tip and body of the needles were examined under magnification and no defects or needle breakage were observed. The sutures were dispensed without problems and examined along of the strand and no defects or damage were observed. The samples were tested by resistance test to needle and the needles met the requirements. Per the condition of the representative samples, no needle breakage was found on the samples.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient went an abdominal procedure on (B)(6) 2018 and suture was used. The needle broke during the first suture passage. A piece of the needle fell into the patient and was retrieved. There were no adverse patient consequences reported.